Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Customer¿s blood glucose level was 428 mg/dl. In addition, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer reverted to manual injections for insulin therapy.